Event description:
Caller states that he tested at 205 mg/dl and went into a diabetic coma. He reports that the paramedics tested him at 24 mg/dl 10 minutes later. No treatment received he states, just eating once he came to. No quality controls were used. Requested return of suspect device and replacement was sent.